Event description:
It was reported that one time when the patient got his printout (the exact number were unknown), but it was ¿supposed to be like 2.5/days and she had it programmed at 25/day¿. The patient would have been getting 10 times the amount of morphine that he should have. The patient was told that it would have kicked in 4 hours, but the healthcare professional caught that she had put the decimal point in the wrong place and corrected the programming. Additional information has been requested, but it was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: na, product type: catheter. Product ID: 8832, serial# (B)(4), implanted: na, explanted: na, product type: programmer. Patient product ID: 8840, serial # unk, implanted: na, explanted: na, product type: programmer physician. (B)(4).